Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose, with a cgm value of 60 mg/dl, after making a breakfast meal announcement while using the ilet system; the user had recently started a glp medication for weight loss, was eating smaller or skipped meals, and requested assistance with a factory reset and cgm target adjustment. Symptoms included hypoglycemia. Outcomes included oral carbohydrate treatment and successful resumption of insulin delivery after a guided factory reset, with subsequent adjustment of the cgm target to a higher setting and education to consult a healthcare provider for glycemic management during weight loss. Investigation included remote troubleshooting and user education. Investigation of this case revealed no device malfunction observed during support, with operation restored after reset and settings adjusted, while the clinical context of reduced intake and weight loss represented potential contributing factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.